Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level at the time of incident was 401 mg/dl. Customer stated that they also received an insulin flow blocked alarm. Customer experienced symptom due to high blood glucose value was unable to walk. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It is unknown whether auto mode feature was active at the time of event. The insulin pump will be returned for analysis.